Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.

Event description:
Attorney reported: on (B)(6) 2002, patient had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2009, patient presented to hospital with an infected abdominal wound. Exploration and debridement of the wound was performed, and a staph infection was discovered. On (B)(6) 2009, patient returned to the hospital with a recurrent incisional hernia and recurrent mesh infection. He was immediately admitted for surgery. The mesh was found to be clumped up in character, with deep adhesions to the omentum. The mesh was dissected and removed. Patient has suffered and will continue to suffer physical pain and mental anguish.